Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising and high impedance. A revision procedure was performed and confirmed a connection issue between the lv lead and the ICD. The lead was reconnected and both the lead and device remain in use. No patient complications have been reported as a result of this event.